Manufacturer narrative:
Philips service recommended spare parts 459800544343,459800544292; system returned with limitations. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that image disk #2 inaccessible during clinical use on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.